Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right ventricular (rv) lead exhibited a right ventricular automatic threshold (rvat) test alert for out-of-range threshold. It was later noted that the lead exhibited loss of capture. The physician attempted to reposition the lead, however during the attempt the helix retracted. It was opted to explant and replace this lead. No additional adverse patient effects were reported. This lead has not been returned. Additional information was received indicating that the initial loss of capture occurred due to a dislodgement caused by the helix retraction. No additional adverse patient effects were reported. This lead has been returned.

Event description:
It was reported that this right ventricular (rv) lead exhibited a right ventricular automatic threshold (rvat) test alert for out of range threshold. It was later noted that the lead exhibited loss of capture. The physician attempted to reposition the lead, however during the attempt the helix retracted. It was opted to explant and replace this lead. No additional adverse patient effects were reported. This lead has not been returned.

Event description:
It was reported that this right ventricular (rv) lead exhibited a right ventricular automatic threshold (rvat) test alert for out of range threshold. It was later noted that the lead exhibited loss of capture. The physician attempted to reposition the lead, however during the attempt the helix retracted. It was opted to explant and replace this lead. No additional adverse patient effects were reported. This lead has not been returned. Additional information was received indicating that the initial loss of capture occurred due to a dislodgement caused by the helix retraction. No additional adverse patient effects were reported. This lead has been returned.